Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Added the harm code 2223 (convulsion, tonic) with ems/ER treatment in h6 section with this report as the customer was rigid during the seizure in addition to the twitching from the clonic component. Updated summary: customer's attorney reported customer¿s having a low blood glucose of 57mg/dl on (B)(6) 2019. Customer was at work when he got the low alert. He went to get candy from his bag but did not make it because he lost consciousness. He also had a seizure. He eventually was able to drink milk. His coworkers called the paramedics. They gave him oral glucose and a doughnut. Customer was taken to the emergency room. The pump was set to alert before low and to alert on low. Customer reported that the clear retainer ring was broken and detached from the pump. Customer said the reservoir looked to be fully inserted and secure. Customer said pump sn was (B)(6). However, pump sn (B)(6) was received by medtronic before the low event. It is unknown if pump was dropped or bumped. Pump was used at the time of the low. Per customer's attorney, auto mode was used. Customer said they returned the pump.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic legal received information from the attorney of the customer alleging that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. The customer reported blood glucose value of 57 mg/dl. The customer reported hypoglycemia, hypoglycemia, convulsion, clonic, loss of consciousness treated with glucose/carb intake, ems/ambulance/ER visit, ems/ambulance/ER visit, ems/ambulance/ER visit. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1780kpk, unomedical, mmt-7020a, mmt-332a. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported low bgs. No further patient complications were reported. No product return is required for mmt-1780kpk. No product return is required for unomedical. No product return is required for mmt-7020a. No product return is required for mmt-332a.